Event description:
A surgeon reported, a patient with stage 2 diffuse lamellar keratitis (dlk) following an enhancement procedure. Recent information indicates both eyes were affected and the patient was treated with topical corticosteroids. This report is for the right eye, the left eye is being reported under manufacturer report # 1061857-2008-00019. The latest information indicates the outcome of the event and the prognosis of the patient are poor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed in to FDA on: 02/20/2008.